Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The customer had been vomiting blood. The blood glucose reading was 600 mg/dl. The customer was treated with an insulin drip. She was wearing the insulin pump at the time of the event, but it was removed at the hospital. She stated that when she got home and removed the infusion set, the cannula was bent. The customer was advised on insertion techniques to avoid bent cannulas. The insulin pump was not returned or replaced.